Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n363401, implanted: (B)(6) 2013, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v046231, implanted: (B)(6) 2007, product type: lead. Product ID: 3389s-40, lot# v046231, implanted: (B)(6) 2007, product type: lead. (B)(4)

Event description:
A consumer whose indication for use is essential tremor and movement disorders reported that since (B)(6) 2015 the patient had a return of shaking in both of her hands which was considered sudden in nature and was occurring daily. Also, since having surgery for a right wrist replacement the patient had event more shaking in the right hand, more so than the left. It was noted that stimulation was not turned off during the surgery. The wrist surgery and increase in symptom in the right hand had occurred on (B)(6) 2015. The patient had seen an elective replacement indicator (eri) message on (B)(6) 2015 and the device had only been in for 2 years. The patient increased stimulation from 3.40 to 3.50 on the left and 4.40 to 4.60 on the right. Further follow-up is being conducted for steps taken to resolve the issue and outcome. If additional information is received a supplemental report will be submitted.

Event description:
Additional information received from a consumer reported the patient's implantable neurostimulator (ins) was replaced and their shaking had resolved.